Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, after pump had gotten wet. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.